Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model eg29-i10c-us is available in the USA with a 510k number k190805. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video scope eg29-i10c. In the event reported, it was stated that there was no video image. The details of the complaint are as follows: it presents a fault in its image. When connecting equipment to a video processor, it does not present an image, issuing a message on the screen "the endoscope is not connected". The leak test does not show apparent leakage. The anomaly was detected in the procedure room before use. There was no adverse event reported with this complaint. The device is currently pending returned to pentax medical service facility for further evaluation. On 24-sep-2021, a device history record (DHR) review for model eg29-i10c, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 04nov2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No other information provided.

Manufacturer narrative:
Evaluation summary: the probable cause was that the processor was not recognizing the scope and the pcb failed due to water ingress etc.